Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction (broken/damaged lens) occurred due to excessive force by the customer. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus ir telescope a chip was discovered in the distal end. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There were no chips noted in the device. However, minor scratching was found on the outer tube, and on the distal edges of the objective window. There was also debris found under the cover class and lens. The lens in the optical system was also found broken. If additional information becomes available following the device evaluation, a supplemental report will be filed.